Event description:
It was reported that there was an audible patient alert and low impedance and noise were found on the right ventricular lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, it was noted that the distal conductor was distorted, all conductors were stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, turns to extend/retract helix exceeds specification, and the lead was stretched. Visual analysis indicated that there was apparent explant damage.